Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer was hit by a car while riding in her power chair.

Manufacturer narrative:
Consumer was hit by a car.

Event description:
Consumer was hit by a car while riding in her power chair.